Event description:
It was reported that the patient underwent generator replacement surgery. It was noted that historically the explanting facility does not return explanted devices to the manufacturer therefore product return and subsequent analysis is not expected.

Event description:
It was reported that the patient was experiencing pain without stimulation at the neck. The magnet had been used to disable the device however the pain continued. Results from a system diagnostic test and the battery indicator were noted to be ok. It was also noted that the patient setting to a high duty cycle. The physician did not know what was causing the pain but decided to refer the patient for a generator replacement with a possible lead replacement. The intention of the surgery was to prevent further pain and injury. The patient underwent surgery on (B)(6) 2016. It was unclear if only the generator was replaced or if the lead was replaced as well. The explanted product or products have not been received to date. No additional relevant information has been received to date.